Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The instructions for use clearly states the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow¿. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined.. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported finding holes in the side of the turbo-ject® double lumen power-injectable peripherally inserted central catheter (PICC) lines. It is not known if this observation was made prior to use, during pre-implant testing or post implantation. No further information was provided. Additional information relating to the timing of the observation, use and resolution / actions taken to address the issue was requested. The devices involved are not available for evaluation. A follow-up report will be submitted upon receipt of any additional information.